Event description:
It was reported that the patient experienced hypoglycemia leading to cramping and loss of consciousness; while wearing the pod on the arm. The device had been in use for 25 to 36 hours at the time of the incident. Following the episode, a healthcare professional advised the patient to replace both the pod and the sensor. It remains unclear whether the patient sought hospital care.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.